Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Data was evaluated and the allegation was undetermined.

Manufacturer narrative:
B5: describe event or problem - correction. H2: if follow-up, what type - correction. H6: adverse event problem - correction.